Manufacturer narrative:
Model number/catalog number: 72400165. Serial number: n/a. Batch/lot number: 1100140824. Model/catalog description: belt cuff fgs 6.5 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 1100172513. Model/catalog description: control pump fgs. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) was not cycling correctly. During a visit, imaging revealed that there was possible fluid loss in the pressure regulating balloon (prb). A surgical procedure was performed during which the device was explanted and replaced. Upon explant, the physician identified a hole in the upper part of the prb, where it connects to the tubing but not at the connection itself. The suspected cause of the hole was normal device manipulation. There were no patient complications reported.